Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. Changed another needle, could not fire, could not removed the needle, removed it with big force, and the spring also was pulled out. The device was received and evaluated, when performing the visual inspection, it could be observed that the slider deployment shaft is severely damaged. The lock lever was pulled up to review the connector, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number 6l77901, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for this issue can be attributed to an bent tip of the slider deployment shaft, a bent tip can occur when a bad technique is used at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the bent tip of the shaft got pushed the second plate leading to a double deployment. On the second needle, the operator attempted to do the first shoot, the bent tip of the shaft got stuck inside the needle, therefore a misfire occurred. When trying to remove the needle, the excessive force applied by the operator contributed to the shaft distal tip damage. As per IFU 109282 indications for a needle insertion and a successful deployment are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6)2021, that the needle device could not be removed from the deployment gun device that the spring came out when it was tried to pull the needle out. During in-house engineering evaluation, it was determined that the slider deployment shaft was severely damaged. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.